Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had safety disk replacement due message. There was no patient involvement and no injury and patient harm reported.

Manufacturer narrative:
Upon further review it was determined that the complaint record is being cancelled, it was created in error. As this provided information does not meet the criteria of a complaint per the complaint handling procedure. Making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.